Event description:
It was stated that the customer was treated for high blood glucose levels, by a nurse at a nursing home. It was later stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was provided. The nurse was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.